Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, "the junction of the catheter and hub was leaking." The operator changed to a new set, and no patient harm was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter and 5cc syringe for analysis. No obvious signs of use were observed. Visual analysis revealed a hole in the catheter directly adjacent to the luer hub. The edges of the hole appear rough and the catheter body appears to be peeled up at the location of the hole. Microscopic examination confirmed the defect. The hole in the catheter was measured 0.0185" from luer hub. The overall length of the catheter from the hub to the distal tip measured 2.5725", which is within the specification limits of 2.565"-2.605" per catheter product drawing. The catheter body outer diameter measured 0.0460", which is within the specification limits of 0.045"-0.047" per catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states "maintain catheter patency according to institutional policies, procedures and practice guidelines." The catheter was flushed using a lab inventory ars, and water leaked through the hole. The manufacturing facility was contacted regarding this failure mode. They stated that such a defect can occur during the molding process of the catheter. A device history record review was performed and no relevant manufacturing findings were identified. The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. Visual and functional analysis revealed that the returned catheter had a hole adjacent to the hub. Manufacturing stated that the defect can be caused during the molding process of the catheter during manufacturing. A device history record review was performed and no relevant findings were identified. Based on the returned sample and the available information, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported on 21sept2022, "the junction of the catheter and hub was leaking." The operator changed to a new set, and no patient harm was reported. The current patient's condition was reported as fine.